Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm unexpected vibration due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call moisture damage and vibrate anomaly. Troubleshooting was performed. The customer went into the pool while wearing the insulin pump. The insulin pump vibrated and stopped working. The insulin pump will be returned for analysis.